Manufacturer narrative:
The pump passed the displacement, rewind, self test and off no power tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. Unable to verify the prime/fill anomaly due to the motor error alarm. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm after bolus. Customer's blood glucose was 208 mg/dl. Customer mentioned the insulin was squirting out during manual prime. Customer was unable to complete troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.